Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric surgery, when stapling the intestine, the device would not fire. The surgeon was able to press the green button, but handle could not be squeezed. Another reload was used to complete the case. There was no patient injury.